Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's (pt) representative regarding an implantable neurostimulator (ins). The reason for call was during the call, pt's daughter (caller) said the pt did a trial last year, but they put the implant on the wrong side so they went back and had it "redone" so pt had one on both sides. Caller said "it was an implant" but the caller thought that was the trial. Caller said all they knew was that the pt said the implant was the wrong side to now they had two.